Event description:
A patient of unknown age and gender presented with an extensive thrombosis of the superior vena cava as well as the right and left subclavian veins. The clottriever sheath was initially introduced via the right-sided access without any complications. Three passes with the clottriever bold system were performed successfully, but during the fourth pass, the operator felt resistance. The operator further advanced the clottriever despite the resistance. After withdrawal of the device, vessel wall material was identified. An immediate angiography was performed, which revealed a small vessel perforation located just distal to the sheath in the subclavia vein. The perforation was small and the patient was still stable, and as such the treating team decided to continue with thrombectomy. The superior vena cava was treated with stent implantation, and the clottriever sheath was subsequently removed. A final ultrasound confirmed adequate hemostasis at the site of the perforation. No further complications were observed.

Manufacturer narrative:
The devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The case was reviewed by stryker's peripheral vascular medical affairs team, and it was determined use of the inari medical devices may have caused or contributed to the patient's vessel injury. The device labeling lists vessel dissection or perforation as a possible adverse event/complication. Manufacture reference number: (B)(4).